Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device preparation prior to a case, the device was unable to be interrogated through rf telemetry with multiple programmers. The device was not implanted.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported field event of rf telemetry anomaly was confirmed in the laboratory. Upon receipt, communication could not be established. Device was able to be interrogated with rf antenna without any anomalies. The device was tested using automated testing equipment and no anomalies were found. The cause of rf telemetry anomaly could not be determined.